Event description:
Livanova deutschland received a report that a bubble sensor detector malfunctioned during maintenance activity. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6) japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with livanova field service representative, it was learned that the issue was related to a false reaction of the unit (false detection in the absence of air). In order to solve it, the affected bubble sensor was replaced with a new one. The event has then been re-assessed as not reportable due to he above additional information received about bubble sensor being oversensing. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury.